Event description:
Head section of lifter on bed fails to operate correctly. We have determined the root cause of the problem to be internal plastic gear of the fowler actuator motor. Stryker medical has engaged the local field service technician and their head of engineering to review the case at (B)(6) hospital. They have visited our site several times to review the problem. We currently have a total of 750 s-3 med surge beds between our various campuses. Since 2013 to current day, we have repaired/ replaced 204 fowler actuators associated with the stryker s-3 med surge bed. We continue to have the same problem and stryker has not yet determined a proper solution for the organization. Continues to be a problem today. Manufacturer response for med/surg bed, s3 (per site reporter): we currently have a total of 750 s-3 med surge beds between (B)(6) hospitals campus and the (B)(6) campus. Since 2013 to current day, we have repaired/ replaced 204 fowler actuators associated with the stryker s-3 med surge bed. The manufactures response was that they brought in their field technician and head of engineering to review the issue. They are looking into the issue but don't have a definitive answer at this time.